Event description:
After an implantation period of approx. 100 months, oversensing on the atrial channel was reported. The center is monitoring the ICD-system. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. Therefore, this report only refers to the review of the quality documents associated with the manufacture of these devices as well as the analysis of the returned data. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned data were thoroughly inspected. The inspection revealed fluctuating values of the shock impedance, with intermittent values of more than 150 ohm. The rv pacing impedance values were normal. During the charging cycle of the vf episode nr. 192 from (B)(6) 2022 at 06:12 am, noise signals in the ra channel were observed. In conclusion, the devices were not received for analysis. Inspection of the returned data confirmed the clinical observation. However, the root cause could not be determined based on the information available for analysis. Should additional relevant information become available, this investigation will be updated. There was no indication of a material or manufacturing problem.